Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and switch #1 had a pin hole. Also, evaluation found the lens adhesive was chipped, the charged coupled device (ccd) cover lens adhesive was chipped, the scope cover had a sharp edge, the bending section cover adhesive was separated, the connecting tube was dented, the coil pipe plate was deformed, the paint of the air/water and suction cylinder nut was peeled off, the suction cylinder was clogged, the universal cord was wrinkled, the scope connector cover was corroded, angulation was reduced, the up/down and right/left knobs had play, the water removal and suction function did not meet specification, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
He customer reported the evis exera iii colonovideoscope had a leak. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the suction cylinder was clogged with foreign material. The report is being submitted due to foreign material in the scope found during evaluation.